Manufacturer narrative:
(B)(4). Batch #unk.

Event description:
It was reported that during a hiatal hernia repair procedure, the tissue pad started to melt and fell off the device. The tissue pad was retrieved and the device was removed from the case. The case was completed with another like device. There were no adverse consequences to the patient. The device and tissue pad were discarded after the case.